Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was implanted, the lead dislodged. The pocket was re-opened and the lead was repositioned. No additional information was available.